Event description:
The user facility reported that a cooling system leak occurred in a lumenis one laser. No report of related injury was received.

Manufacturer narrative:
Lumenis investigated the reported complaint. A lumenis technical expert completed an examination of the subject device identifying a crack in a coolant tube fitting to be the cause of the event report. Lumenis is reporting this complaint since it is similar to an event in which the cooling system leak resulted in combustion of the high voltage power supply. The original MDR was MDR 3004135191-2012-00063 - (B)(4).